Manufacturer narrative:
Pending evaluation. Concomitant device: (cn: 200-02-35), sn: (B)(4) - three peg patella 35mm. (Cn: 204-04-34), sn: (B)(4) - trapezoid tibial tray sz 3f/4t. (Cn: 204-23-13, sn: (B)(4)) - ps tibial inserts sz 3, 13mm.

Event description:
As reported, approximately 5 years post-op the initial knee implant, a male patient, age and weight unknown, alleges that his implanted device failed and caused him bodily injury, some of which may be permanent in nature, suffered pain, emotional distress, and required additional surgical procedures to remove the defective device. It is unknown if the patient had all devices removed or if exactech devices were the revision devices. No other information available at this time.

Manufacturer narrative:
This file was found to be a duplicate of 1038671-2020-00282. Please disregard this submission.

Manufacturer narrative:
(H3) the evaluation of the of the reported event based upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions concomitant device: (cn: 200-02-35, sn: (B)(6)) - three peg patella 35mm; (cn: 204-04-34, sn: (B)(6)) - trapezoid tibial tray sz 3f/4t; (cn: 204-23-13, sn: (B)(6)) - ps tibial inserts sz 3, 13mm.